Event description:
The pt has been adjusting his food intake and insulin dosage off of suspect device readings. The pt took his insulin at 8 am and at 3 pm his son found him delirious. The son tested his blood glucose on the suspect device and was 289 mg/dl. Twenty mins later he was taken to the hosp and his blood glucose was 40 mg/dl. He was given an IV with glucose and orange juice.